Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: no harm to the patient.

Event description:
It was reported that during a pelvic surgery, the device did not fire. Surgery completed with new device.

Manufacturer narrative:
(B)(4). Date sent: 11/16/2020. B3: only event year is known: 2020. D4: batch # t93x6d. The instrument was received with the electrode tip bent and the shaft sheath damaged at the instrument tip. A bent electrode could have caused this damage to the sheath. Caution should be taken not to retract the electrode into the sheath when it is bent. Due to the condition of the device we were unable to investigate further cautery issues as reported.